Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer's weight information has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 440 mg/dl at the time of incident. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer was stated that battery issues and the batteries issue was resolved. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.